Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podj). During the procedure, the physician placed multiple ruby coils and podjs in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance another podj, the physician experienced resistance due to excessive blood on the coil; therefore, the podj was removed. The procedure was completed using additional ruby coils and podjs with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was lost in transit. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the device associated with this complaint was initially expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was lost in transit. The device was then received on 03/20/2019 for investigation. Please note that information was inadvertently missing in the following section on the initial MFR report and is being included on this follow-up #02 MFR report: 3005168196-2018-02223 describe event or problem. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm, 33.0 cm, 49.5 cm, 62.5 cm, 77.0 cm, 98.0 cm and 122.0 cm from the proximal end. The pusher assembly mid-joint was distal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned podj revealed offset coil winds. It was reported that there was excessive blood on the embolization coil. This likely contributed to the resistance encountered during the procedure. If the device is manipulated against resistance, damage such as offset coil winds will likely occur. Additionally, the device was returned with the embolization coil outside the introducer sheath. This likely contributed to the additional damages observed on the coil. During functional testing, the podj was advanced out of the introducer sheath. However, resistance was experienced while re-sheathing the device and the embolization coil detached from the proximal constraint sphere. No further testing was performed. Further evaluation revealed kinks along the pusher assembly. These kinks and some of the offset coil winds may be incidental to the reported complaint and may have occurred post procedure or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podj). During the procedure, the physician placed multiple ruby coils and podjs in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance another podj, the physician experienced resistance due to excessive blood on the coil; therefore, the podj was removed. It was reported there was no noticeable damage to the embolization coil. The procedure was completed using additional ruby coils and podjs with the same lantern. There was no report of an adverse effect to the patient.